Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the implantable cardioverter defibrillator (ICD) interrogated a battery voltage level that was not acceptable for implant. The battery longevity was less than expected. The device was removed from service. There was no patient involvement.